Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of motor error from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that a motor error occurred during a scheduled basal. The customer also stated that the pump turned off with an off no power. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to disconnect and remove the reservoir and infusion from the pump. The customer was advised that the alarm was caused by a connection issue. The customer was advised to call back if the alarm recurs.